Manufacturer narrative:
Product analysis: visually and optically confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: adjacent segment and flat back syndrome. It was reported that intra-op, the patient had hard bone and tip of the screwdriver broke off in the screw. The product came in contact with the patient. No fragments of the product were remaining in the patient. No patient symptoms or complications as a result of this event.